Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Both loaded and unloaded pacing current drain levels were normal for this device at 2.2 and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was no pacing output ant the device was prematurely at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no pacing output and the device was at early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.